Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the patient's high impedance and shocking was due to a lead migration. The rep attempted to program on the electrodes that did not have high impedances and that did not provide coverage of the patient's painful areas. The high impedances have not been resolved. The patient has been scheduled for a revision. This information has been confirmed with the physician/account. No further information was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The representative reported that they put the lead in the mail but didn't know the tracking number to the package. The representative clarified that when they said "the impedances were normal when connected to the new battery" they meant to say the impedances were normal when the new lead was connected to the battery- only the lead was replaced and not the battery. It was unknown if the issues had been resolved. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the lead migration was unknown. The revision took place on 2018 (B)(6). This information was confirmed with the physician. No further information was reported. Additional information was reported that the patient's lead was revised. Intra-operative testing of impedances demonstrated multiple impedances out of range each time when tested in each port of the battery. The physician explanted the lead, which will be returned for analysis. The physician then placed a new lead. All impedances were within normal limits when connected to the new battery and in post-operative area. The patient finally admitted after the cause that there were a few instances that may have caused damage to the lead, including sexual activity with his wife and missing a step when coming down from a ladder. He stated the timing of these activities was around the time he noticed a decrease in efficacy of their spinal cord stimulator. No further information was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient was complaining of being shocked by ins when stimulation was turned on. High impedances >10000 at electrode 1,2 ,3,4 and 7. Rep attempted to reprogram around the high impedance, but patient was still getting shocked by stimulation. Potential battery and lead revision maybe scheduled. The issue has not been resolve at the time of this report. The health care professional (hcp) has no further information. No surgical intervention have occurred. Surgical intervention planned. Patient is alive, no injury. No further patient symptoms or complications were reported in this event.